Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular procedure to treat a rupture of a left common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, the right internal iliac artery was unintentionally covered by the contralateral leg component. The physician attempted to push up the endoprosthesis using a balloon catheter, however, it was unsuccessful. The procedure was completed without further issues. The physician reportedly said that it was difficult to differentiate the right internal iliac artery in this case, it was hard to push up the delivery catheter during the deployment as there was no abdominal aortic aneurysm, and a shorter contralateral leg component would have been appropriate.